Manufacturer narrative:
The investigation for the low pump flow has been completed. A cannula kink was found near the outflow cage. No other damages or abnormalities. Reported immediate suction alarms and low flows around 1.2 liters per minute when starting the pump. Data logs confirmed suction alarms and consistent flows around 1.2 liters per minute at p-9 for 10 minutes. The root cause of the low pump flow was most likely a kinked cannula since a cannula kink was found. D.9 device return date/information was added. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26653. E.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 added reporting contact fax number and reporting contact facility name as they were inadvertently omitted from the initial manufacturer device report number.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported on a 85 year old female patient on impella cp pump support placed for cardiogeni shock/acute mycocardial infarction. The pump was placed but it had low flows and was unable to be troubleshot. The pump was explanted and replaced. No harm or injury was reported.